Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, the physician successfully deployed and detached nine ruby coils in the upper lobe using a non-penumbra microcatheter. The physician then redirected the microcatheter to a lower feeding branch and began to deploy the last ruby coil. The physician then noticed that the coil was filling a side branch, which he did not want to embolize and decided to retract the coil for repositioning. While attempting to retract the ruby coil, the physician did not mention resistance; however, the coil unintentionally detached in the side branch. At that point, there was nothing the physician could do. Therefore, the coil was left in the patient. The physician then removed the microcatheter and ended the procedure. There were no plans to remove the detached coil. Additionally, there was no report of an adverse effect to the patient.